Manufacturer narrative:
Initially, it was reported that this valve model 265021mm implanted in the aortic position was planned for a valve-in-valve procedure after an unknown implant duration for unknown reason. However, through investigation it was learned that there was a planned a valve-in-valve procedure after an implant duration of 30 years and 9 months due to degeneration and pannus overgrowth leading to severe stenosis and moderate regurgitation. The patient did not have any significant cardiac symptoms. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. In this case, the valve was implanted for more than 10 years. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
A1 patient identifier (in confidence) (B)(6). H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from canada that a patient with a valve model 265021mm implanted in the aortic position was planned for a valve-in-valve procedure after an unknown implant duration for unknown reason.